Event description:
It was reported that the patient experienced bowstringing, which led to surgical intervention. The surgeon revised the extensions, with pre-operative impedance readings being normal. However, post-operative impedance showed contact 8 at over 5k. The issue is not resolved at the time of this report, and the healthcare professional has no further information available..

Manufacturer narrative:
Continuation of d10: product ID: 3708660, serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type: extension. Serial#: (B)(6), implanted: (B)(6) 2025, product type: extension. Serial#: (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2025, product type: extension section d information references the main component of the system. Other relevant device(s) are: ubd: 07-jun-2020, UDI#: (B)(4); ubd: 22-jan-2029, UDI#: (B)(4) ; product ID: 3708660, ubd: 07-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it was not at eri, but was determined by the clinician to be within appropriate range for replacement. The cause of the impedances was not determined. There will be no steps to fix this issue at this time.